Event description:
Reporter contacted manufacturer to inquire whether there had ever been reports of extreme weight loss in vns patients. The extreme weight loss was described as 132 pounds over a 5-year period of time. Investigation to date has been unable to determine whether the reported weight loss was attributed to the vns therapy.